Event description:
As reported by the field clinical specialist (fcs), post tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve, the valve failed due to stenosis. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve. Per report, the patient was stable post tavr.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Further investigation of this event revealed this event was previously reported under manufacturer report no. 2015691-2025-02206. As such, the information submitted under this manufacturer report no. 2015691-2025-02951 is a duplicate report. Any additional information pertaining to the reported event will be submitted under manufacturer report no. 2015691-2025-02206.